Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced back pain and slow heart rate. The implantable pulse generator (ipg) exhibited problems. The ipg remains in use. No further patient complications have been reported as a result of this event.